Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a nc quantum apex balloon catheter in a sealed pouch in an opened carton. There is a circle marked on the pouch, but there is no fm visible. Investigation conclusion is not confirmed - returned as there was no evidence of either the alleged issue(s) or any defect which could have contributed to the event. (B)(4).

Event description:
It was reported there was the presence of filaments in the device packaging. The packaging was not removed and remained sterile.

Manufacturer narrative:
Device evaluated by MFR. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported there was the presence of filaments in the device packaging. The packaging was not removed and remained sterile.